Event description:
This is filed to report a single leaflet device attachment. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a thin anterior leaflet. It was noted that imaging was challenging. An xtw clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2+. To further reduce mr, an nt clip was inserted, and grasping was performed. It was noted that it was difficult to confirm if the anterior leaflet was fully inserted in the clip. Even though it was difficult to confirm, the physician decided to continue with deployed. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr remained at a grade of 1-2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution appears to be related to patient morphology/pathology and the reported single leaflet device attachment (slda) was due to poor image resolution and patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.